Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of insufflation.

Event description:
It was reported that there was loss of insufflation.

Manufacturer narrative:
Updated h4 manufacturing date to 07/22/2024. The device was scrapped. Therefore, the reported failure mode and identification details was not confirmed. Alleged failure: continuous suction. Probable root cause: severe shipping conditions, material/design error, damaged equipment, user error, board/ membrane failure, or damaged buttons. The reported failure mode will be monitored for future reoccurrence.